Event description:
The pt underwent a diagnostic procedure on 02/03/2000, approximately five weeks prior to the report. The site was closed with the closer tsl 6 french device. No problems were noted at that time. About 10 days after the original procedure, the pt presented with a hematoma in the groin area. An infected pseudoaneurysm was diagnosed. The pt underwent surgery and a patch graft was put into place. As of 03/09/2000, the pt was still in the hosp. The co has requested additional info, but none has been received. It is unknown if the pt has been discharged from the hosp.